Event description:
The consumer reported that she could not go through security gates because she went through a store security gate in the past and she went crazy, got stimulated and started jolting. She did not want to turn stim off prior to passing through security because it took hours for it to come back on and she was in utter agony (because it was off). She stated "you don't know the pain." She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.